Manufacturer narrative:
H.6. Investigation findings: investigation findings code updated to code 213 as a result of the completion of a DHR review.

Manufacturer narrative:
H6: added component code 4755 and investigation conclusion codes 4315 and 22- according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak.

Manufacturer narrative:
(B)(4). This event also includes device 14205203/ (B)(4) and 14614448/ (B)(4).

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2016 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2021, a CT scan showed a type ii endoleak. The physician performed an endleak embolization.